Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received an alert that their device was in backup mode. The device was successfully restored with the help of technical support. The patient is in stable condition.